Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with primary osteoporosis and underwent balloon kyphoplasty (bkp) procedure at l1 level. During surgery, the balloon ruptured while inflating. The product came in contact with the patient. No fragment of the balloon remained in the patient. It was calculated that there was 3 ml of the contrast media remained in the patient. The patient was not allergic to contrast media. No patient complications were reported.